Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd onclarity hpv assay reagent pack, a false negative result was obtained. The sample was hpv negative, but the CT value was close to the cut-off and the curve was abnormal, so the test was repeated. The repeat test shows a normal curve, and the sample was hpv positive. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd integrated diagnostic systems initiated an investigation into false negative patient results on the bd cor system (catalog # 443982, batch # 3128898). Bd investigation encompassed review of batch history record, review of initial quality control release data, review of returned raw files from customer and complaint trending review. Evaluation of the batch history records and release data revealed trends during time zero quality control testing that could potentially contribute to false negative patient results. Additionally, evaluation of returned raw files did reveal false negative patient results, thus confirming the customers report. However, it is important to note that the occurrence rate of the false negative patient result is below the acceptable rate presented in the package insert. There are no current trends associated with false negative patient results on the bd cor system. Although a product issue has not been identified at this time, bd is continuing to monitor and investigate for any additional factors that may result in control issues to improve customer experience. No corrective actions have been taken at this time. Bd will continue to monitor complaint trends and functional performance trends during release testing.

Event description:
It was reported that while testing with the bd on clarity hpv assay reagent pack, a false negative result was obtained. The sample was hpv negative, but the CT value was close to the cut-off and the curve was abnormal, so the test was repeated. The repeat test shows a normal curve, and the sample was hpv positive. No health impact or consequence reported.